Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having a pod that fell off his body. The site where the pod was located became infected. He went to his doctor and was diagnosed with a staph infection and was given oral antibiotics and topical treatments.